Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci 5 product to perform failure analysis. The assy motor module vertical axis ssc is50 was analyzed and the reported "trying to do training. Error 23062." Was confirmed and replicated. A visual inspection was performed and it was found that the motor connector was melted, which attributes to the reported complaint.

Event description:
It was reported that during training, a repeated fault was encountered on the console column of the da vinci 5 system. The site was unable to recover from the fault using retry or hard reboot, and technical support advised that the console would need to be serviced. The customer reported event has no report of patient injury.